Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because, during device preparation, the grippers did not to respond to the gripper lever. If this were to recur in the anatomy, there is potential of injury. It was reported that during preparation of the clip delivery system (cds) per instructions for use, the grippers were not responding to the gripper lever upon initial assessment. The device was set aside for return. There was no patient involvement. There was no additional information provided regarding the cds issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and confirmed the reported griper arm actuation issue. The device was disassembled which revealed a broken gripper line. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incident for gripper actuations issues. An expanded review was conducted using a root cause analysis tool and a conclusive root cause was unable to be determined. The performance of these devices will continue to be monitored.